Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images in question, which appeared as visually positive. It was noted that the blood sample was icteric and that there were no errors during processing. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen test wells and antibody identification test wells, when tested on a galileo echo instrument on (B)(6) 2018.